Event description:
It was reported that during a da vinci-assisted prostatectomy the customer had issues with the force bipolar instrument breaking inside the patient. Technical support advised that the customer remove instrument for mid-procedure cleaning and to avoid using other instruments to clean the jaws. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the robotics coordinator to confirm that the surgeon was cleaning the force bipolar instrument by using another instrument inside the patient. The contact between the two instruments caused the fragment to come off the force bipolar instrument. The fragment was retrieved and no patient harm occurred. The instrument was inspected prior to use. Force bipolar instrument was working up until the cleaning incident. The coordinator has already told and warned the surgeon multiple times to not use another instrument to clean the force bipolar instrument. However, the surgeon continues to exhibit the same behavior. No photographic images of the instrument or a video recording of the procedure available for isi review. The procedure was completed. No patient demographic information was available such as age, gender, weight, ethnicity or patient history.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Per additional information received, the customer is holding on to the instrument. Review of logs for system (B)(4) with a procedure date of (B)(6) 2020 was performed to obtain instrument information. The force bipolar instrument used was pn: 470405-6; lot #n10200121-0149. This instrument has 10 allotted uses. At time of event, this instrument was on its final use.